Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
On (B)(6) 2018, the customer reported that the "pc gets stuck". There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.